Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injuries and subsequently expired on an unknown date after use of the product.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event 1225714-2014-14762 and 1225714-2014-14763. Upon receipt of additional information, a supplemental report will be submitted.

Event description:
Additional information received from patient's attorney alleged the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which is alleged to have been caused by the product administered during dialysis treatment.